Event description:
Spontaneous call from cnss (B)(6) pt¿s mother called him stating that both pumps one sn (B)(4) the other sn unknown are giving an occlusion alarm. (B)(6) was able to troubleshoot with pt mother over the phone and get them both working, but then mother called him again stating it happened again. He advised mother to change the subq site and try again. Patient not having side effects or worsening symptoms. At this time no further information is available, since it is unclear if the pumps are working again or not. Will continue to follow up with patient¿s family to ensure they have working pumps on hand. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. If yes, was any medical intervention provided? Is the actual device available for investigation? Yes. Did we replace device? No, will follow up to make sure both pumps are functioning. Reported to (B)(6) by: health professional.